Event description:
It was reported that a wireless battery module g suffered fluid intrusion. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom of fluid intrusion. The eval found the device's wireless network connection capabilities inoperable. Corrosion was found on the wireless module flex and radio printed circuit board, rendering the unit irreparable. The device was retired from service.